Manufacturer narrative:
The reported incident occurred on an unreported date ¿sometime five weeks ago¿ in (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a cassette leak during therapy and was subsequently diagnosed with an unspecified infection. The cause of the leak was further described as ¿one of the patient lines of the cassette busted open at night during dialysis and solution spilled all over the floor.¿ the patient was treated for the infection with an unknown medication for 21 days (doses, frequencies, and routes not reported). The patient was not hospitalized. No further information was provided regarding the outcome of the infection or whether pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.